Event description:
It was reported that the ilet displayed recurrent ¿alert 75 ¿ restart ilet¿ notifications over several days, and the user also experienced discrepant glucose readings between a cgm value of 250 mg/dl and a fingerstick value of approximately 150 mg/dl; the case was managed as an ilet alarm malfunction with associated high glucose. Symptoms included hyperglycemia with cgm-reported glucose up to 250 mg/dl and alerts for elevated glucose. Outcomes included transient high glucose above 180 mg/dl for about one hour without ketone testing, without medical intervention, and without need for assistance. Investigation included collection of event details, high glucose questionnaire, and return of the device for evaluation. Investigation of this device revealed a device alarm condition consistent with a power or communication fault within the pump subsystem associated with the ¿75 ¿ vibe i2c power¿ alert, along with reported cgm-fingerstick discrepancy; no injuries were reported. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.